Event description:
Customer observed multiple elevated advia centaur xp troponin ultra (tni-ultra) results that did not repeat when tested on another advia centaur. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp troponin ultra results.

Manufacturer narrative:
A siemens customer service engineer went on site and inspected the following: acid/base dispense; luminometer dark counts; bleach contamination; probe calibrations. A small tear in the tubing connector for reagent probe 2 was observed. The tubing was replaced. No conclusions can be drawn. The cause of the discordant advia centaur xp troponin ultra results is unknown. The assay was calibrated and qc tested. All qc passed. No further evaluation of the device is required. The system is performing within specifications. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed MDR 1219913-2015-00065 on march 11, 2015 reporting the customer observation of multiple elevated advia centaur xp troponin ultra (tni-ultra) results that did not repeat when tested on another advia centaur. A siemens customer service engineer was on site and noted a small tear in the tubing connector for reagent probe 2. Additional information: may 11, 2015: the customer service engineer's report was evaluated through the complaint handling system. The small tear in the tubing connector for reagent probe 2 that was observed by the siemens customer service engineer could potentially affect the delivery of reagent in the sample sequence process which could lead to the non-reproducible results. The customer states that they have not had any further issues since siemens service was on site.